Event description:
Healthcare professional reported that about three months ago, patient was injected with 4 ml of juvéderm® voluma¿ with lidocaine in the "cks region, in the ¿ramus line¿ of the mandible, chin and up jowl. Initially, in the first couple of months, patient did not experience any problems, edema, heat or redness, nor nodules. Around the 3rd and 4th month, patient presented nodules in the "malar region, up jown, mentonian, line and ramus of the mandible" with pain, heat and redness. Including palpable and well hardened nodules. Hcp treated with oral predsim 40 mg and doxycycline for one week, with improvement of the edema and nodules. Soon afterwards, hyaluronidase was applied to dissolve the nodules with injections every two weeks at first and then weekly. The patient improved and at the moment was able to dissolve the nodules a little, but later the nodules returned, and patient is bothered with edema, which is all over the face. As soon as patient removes the corticoid, the edema returns. The patient has been in this situation for two months, getting better and worse with persistent facial edema.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.